Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultralink meter was prompting a "temperature error" message. In early 2009, during a follow-up call, the patient reported to the medical affairs specialist (mas) that he suspected that the subject meter might have been reading inaccurately low. The complaint was classified based on the information provided by the patient. The patient reported that the day prior to original date at 1:42 pm (prior to eating lunch), he obtained an alleged low blood glucose reading of "83 mg/dl" with the subject meter. Prior to this result, the patient reported that he obtained a blood glucose reading of "90 mg/dl" at 9:30am that morning. The patient is on an insulin pump and as a result of the issue claimed he bolused an unspecified amount of insulin based on the meter reading and carbohydrate count. Approximately 5 hours after obtaining the alleged low reading, he allegedly developed symptoms of frequent urination. At the onset of symptoms, the patient claimed he tested with the subject meter and obtained a reading of "442 mg/dl," which he felt correlated with his symptoms. In response to the "442 mg/dl" result and symptoms he was experiencing, the patient reported that he administered 6.5 units of novolog insulin at approximately 6:30 pm. The patient did not recall the last time he ran a control solution test on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate low reading on the subject meter, administered inappropriate treatment based on the alleged result, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.